Manufacturer narrative:
Upon investigation of the actual device used in this incident, the malfunction was caused by a defective drawer. A field service engineer reseated all cables in the drawer and rebooted the station to resolve the issue. The system functioned as intended after the field service engineer troubleshooted the device.

Event description:
It was reported when using the pyxis medstation es system had drawer failure.the customer reported there was a delay in dispensing the medication.there were no adverse events or injuries reported based on this event.